Manufacturer narrative:
The insulin pump was received with high stop current due to faulty lcd driver. No blank display noted during testing. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's father reported that the insulin pump had a blank display. The customer's blood glucose was 274 mg/dl at the time of incident. The customer's blood glucose was 450 mg/dl at the time of call. The customer's father stated that they will be treating the high blood glucose with back-up plan. The customer's father stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer's father stated that the battery compartment and spring were neither damaged nor corroded. The customer's father stated that the battery cap was not missing or damaged. The customer's father was advised to clean the battery cap with cotton swab with alcohol. The customer's father stated that the display did not return. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.